Event description:
The customer's stated that he was treated by paramedics due to hypoglycemia. The customer stated that his blood glucose read 39 mg/dl on his glucometer, but when it was checked by the paramedics, his blood glucose was 20 mg/dl. The customer stated that he did not eat when he came home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product thas been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.